Event description:
The customer stated that the cell-dyn 1700 generated a hemoglobin (hgb) result of 4.5 g/dl which was reported. The physician questioned the results and sent the pt to the hosp. The hosp obtained a hgb of 13.5 g/dl. There was no impact to pt management.